Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. Procedure or therapy performed was tlif. It was reported that while implanting the cage into a very collapsed disc space, the top portion of the cage sheered off from the bottom ti portion of the cage effectively breaking the cage into two pieces. The implant was explanted without any harm or additional problems. There were no symptoms reported. There were no further complications reported regarding the event. All broken fragments were retrieved from the patient body.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.